Event description:
The complainant reported that a patient was on impella 5.5 support and a purge pressure system blocked alarm started overnight. Changing the purge cassette did not resolve the alarm. Tissue plasminogen activator was administered and the next day, the purge system was operating in normal parameters. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure has been completed. Data analysis: the data logs were returned. The purge pressure was stable and then about 25 hours into support the purge pressure begins to gradually rise with not motor current spike seen. The purge pressure rises over the span of 5 hours to trigger purge pressure high alarms with some dips during this time which are standard troubleshooting of the cassette. Tissue plasminogen activator (tpa) was said to be started shortly after. The purge pressure remained high for about 14 hours before it trended down. There were no trends in motor current seen. Device analysis; the returned product had biomaterial in the purge gap. High purge pressure was reproduced when connected to the console. There was no blood seen in the purge line but the catheter was cut near the motor housing and fluid expelled from the catheter indicating there was no blockage from the sidearm all the way to the cut. A syringe of fluid was attempted to be pushed through the motor side of the catheter and there was a blockage. Conclusion: based on data log and returned product analysis, the root cause of the high purge pressure is most likely due to a buildup of biomaterial, however the cause of the buildup is unknown. D9 device returned to manufacturer date added.